Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device rebooted power inappropriately. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch reports for similar reports from the same customer: 1220908-2015-02633, 1220908-2015-02637, 1220908-2015-02688.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The data file was not available for review. The logs were erased prior to zoll receiving the device for evaluation. The multi-function cable along with the device multi-function receptacle were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.